Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo proximal left anterior descending artery. Pre-dilatation was performed with a 3.0 x 15 mm trek balloon catheter to 14 atmospheres. A balance middleweight universal guide wire was advanced to the lesion and a 4.0 x 18 mm xience alpine stent was advanced and being inflated, when at 10 atmospheres, contrast was seen leaking from the balloon. The stent delivery system was removed and a 4.0 x 15 mm nc trek balloon catheter was inflated to 18 atmospheres to fully deploy the xience alpine stent. The angiographic result was good. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was unable to be confirmed however, there was noted inner member damage/leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.